Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. It was reported that the patient presented to the outpatient department; however the patient was not admitted to the hospital. The same day as peritonitis onset, the patient was treated with injection ceftazidime (500mg, once daily, intraperitoneal, discontinued after 14 days) and injection cefazolin (500mg, once daily, intraperitoneal, discontinued after 14 days). The following day, the patient was treated with injection vancomycin (1gm, every 72hrs, intraperitoneal, discontinued after 13 days) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.